Manufacturer narrative:
The implant is not available for evaluation as it remains in the patient. A radiograph image was provided which confirmed the event. The original surgery date is unknown. The identifying part and lot numbers were not provided. Based on the information provided, a root cause cannot be determined at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If additional information is provided, a supplemental report will be submitted. The insignia anterior cervical system is used for treatment, not diagnosis.

Event description:
It was reported a postoperative radiograph revealed a distal screw backing out of a 3-level insignia plate. No revision surgery scheduled at this time.